Event description:
It was reported via repair work order that the foot left siderail would not lock due to release lever spring was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.